Event description:
The customer reported the unit will not shut down, there were issues with images, and the interconnect cable's video wire is damaged.

Manufacturer narrative:
The interconnect cable asm was replaced and the system is now working as intended. There is no pt injury to report as a result of this service call.